Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s girlfriend reported via a social media post that she woke to the patient experiencing a seizure. She was able to 'get him out of it' and afterward, she checked his bg which was 116 mg/dl. She stated there was no signal loss and that 'after I turned my screen on, to see it at 116, it suddenly started dropping every five minutes then giving me the low alerts'. The patient's girlfriend also stated, 'who knows how low he was'. There was no information about medical treatment, cgm/bg value comparisons, sensor insertion site or date provided. As this was an anonymous social media post, no other information can be obtained. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.